Event description:
It was reported to minimed that the customer had the pump overheated near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. Pump¿s history and trace files downloaded successfully using thump software. Unit was monitored for 24 hours and no device heating up anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap does not lock properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, partially broken retainer, broken reservoir tube lip, missing o-ring, and corroded battery tube. Device heating up not confirmed during testing. Pump does not meet specification due to corroded battery tube and test p-cap unable to lock in place. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.